Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned provisional exhibited signs of repeated use (nicked/gouged) and was fractured on the medial and lateral side of the post. Fracture analysis confirmed the fracture was consistent with either bending overload or low cycle fatigue culminating in bending overload. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the provisional was returned to zimmer biomet in a fractured condition. Attempts have been made to obtain additional information, and no additional information has been provided at this time.